Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 10 months ago. It was reported that there is now a distal type 1 endoleak of the right limb (ipsilateral). The limb is actually in the aneurysm sac. There is 2.5-3 cm of common iliac artery length, so the physician plans to extend it with a 16mm aneurx limb. The 30x30 talent cuff was placed for the proximal endoleak and migration last year also appears to have migrated distally 6-7 mm; the aneurysm sac is also much closer to the left renal now. There is very little room between the renal and the aneurysm sac, whereas in last years study there appeared to be about 15 mm. So, both aneurysm encroachment and apparent migration are related to this event. The type I endoleak of the right iliac was fixed with a limb. A 32 mm endurant cuff was placed proximally for the type I endoleak successfully. The left renal artery was already covered by the aneurysm encroachment before the intervention. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (migration); (unknown cause of event). Evaluation, conclusions: (unknown cause of event).